Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had an abnormally high temperature and was making abnormal noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that a cutter could not be inserted into the device. It was further determined that the device failed pretest for cutter insertion. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from china that during an unspecified surgical procedure it was observed that the attachment device had abnormally high temperature and was making an abnormal noise. It was reported that there was no delay in the procedure due to the event. It was reported that an unspecified spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.